Event description:
It has been reported to philips that the wireless footswitch did not work. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. At the time this complaint was reported there was not enough information to exclude the problem related to the previously identified connection issue which resulted in a serious injury (tw1006591). Based on the available information, the wired footswitch failed, not the wireless footswitch as was initially reported. A quote has been raised but was not accepted by the customer. No further information is available.